Event description:
The customer reported that a piece of plastic on the power plug broke off during installation involving an olympus maintenance unit. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.